Event description:
Routine complaint investigation when a consumer reported receiving an incorrect calibration bar in a box of precision qid test strips purchased from a mail order supplier. The combination of calibration code and test strip used to perform an assay, could result in a clinically significant reading. There was no report of death, serious injury, medical intervention or mistreatment associated with the report.